Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records for ¿laparoscopic ventral hernia repair with biologic mesh¿ per (B)(6) 2015 operative report were not provided.]. (B)(6) 2015: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional ventral hernia. Postoperative diagnosis: recurrent incisional ventral hernia. Procedure performed: laparoscopic ventral hernia with implantation of gore dual mesh plus 18 x 24. Indications: 48-year-old female who presented with a symptomatic ventral hernia. She underwent a prior laparoscopic ventral hernia repair, however, this was done with a biologic mesh by a different surgeon. She obviously had prompt recurrence of her umbilical hernia after the biologic mesh dissolved. She is therefore taken to the operating room for laparoscopic ventral hernia repair. Description of procedure: ¿after informed consent, the patient was taken to the operating room. She was placed under general anesthesia. The abdomen was then prepped and draped in standard fashion. Utilizing the veress needle in the left upper quadrant, pneumoperitoneum was obtained. Optiview port approach was then used to place a port in the left hemi-abdomen. Additional 5 millimeter left upper and left lower quadrant ports were placed as well as a subsequent right mid abdomen ports for contralateral tacking of the mesh. Omental adhesions were noted to be to the anterior abdominal wall. There was an easily defined defect in the epigastrium region as well as the periumbilical recurrent defect as well. The omental contents were reduced out of these hernia sacs. An 18 x 24 gore dual mesh plus was then selected and inserted into the abdominal cavity. This was elevated with transfascial sutures in four quadrants. The remainder of the mesh was then tacked to the abdominal wall utilizing a securestrap [sic] as well as a protac. No complications were encountered. All defects were completely covered with a permanent mesh. Port sites were removes under direct visualization and the pneumoperitoneum was released. There were no complications.¿ (B)(6) 2015: (B)(6) medical center. Intraoperative record. Implant record. Description: mesh, 18 x 24, 1dlmcp06. Manufacturer: gore. Size: 18 cm x 24 cm x 1 mm. Implant site: abdominal wall. Lot number: 13262012. Catalog #: 1dlmcp06. Expiration date: 07/30/17. Quantity: 1. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/13262012) was implanted during the procedure. (B)(6) 2016: (B)(6) medical center. (B)(6), operative report. Pre-operative diagnosis: small bowel obstruction. Postoperative diagnosis: small bowel obstruction. Adhesions. Operation: laparoscopic lysis of adhesions. Anesthesia: general and local. Indications: abdominal pain, nausea, vomiting. Positive CT for small bowel obstruction. Consent: risks and benefits were discussed with patient/responsible party, information was given about the procedure and alternatives, questions were answered. Details of procedure: ¿the patient was taken to the operating room and given general anesthesia, abdomen was prepped and draped in the standard surgical fashion. Local anesthetic was injected in the left upper quadrant at scars from previous laparoscopy, a 2.5 cm incision made and the fascia reached with kocher, the veress needle introduced obtaining pneumoperitoneum, another five mm incisions was made in the left upper quadrant and one more in the left flank, the laparoscope and trocar were introduced, no injuries noted. Adhesions of omentum and bowel to mesh were removed. The distended bowel was seen and followed to the point of obstruction in the lower abdomen releasing the obstruction, the bowel was examined for injuries. The adhesions in the left lower quadrant were lysed and hemostasis reached, the bowel was explored, no evidence of injury noted, irrigation and aspiration performed. Eventually the pneumoperitoneum released and the incisions closed with staples. The patient was extubated and transferred to recovery room in stable conditions. Specimens: none. Complications: none. Findings: complete small bowel obstruction secondary to adhesive band with internal herniation, no ischemia noted. Adhesions of omentum and small bowel to mesh and tacks from previous repair. Estimated blood loss: less than 50 ml.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 13262012. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral incisional hernia repair on (B)(6) 2015 whereby a gore® dualmesh® plus biomaterial was implanted. It was reported the patient alleges the following injuries: small bowel obstruction and additional surgery on (B)(6) 2016. Additional event specific information was not provided.